Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures. No further details could be obtained - the users were not able to provide additional details and the contact person in the biomedical engineering department was not aware of the incident. Hence, dräger can neither confirm nor deny the reported event and, a case-specific evaluation is not possible. Dräger concludes the following: it was no explicitly mentioned that ventilation had eventually stopped. However, it cannot be fully excluded although the available information points to an issue with the display only - the display operation is not monitored by the supervisor function of the device; a malfunction will thus not trigger an alarm which would explain why the users had not observed an alarm during the course of event. Further conclusions can't be derived from the very few known details. The device was in operation for almost 18 years now; the status of preventive maintenance and repairs is not known to dräger. The malfunction of an electronic part after such long time of use would be acceptable if indeed the event was related to malfunction. It is recommended to the user facility to have the device checked by trained service personnel. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the user noticed that the device screen had turned white, ventilation parameter weren't visible anymore; reportedly the device did not alarm. Rebooting the device did not remedy the issue and made a device replacement necessary. As per report, the patient's spo2 value went slightly down during the course of event but it was confirmed that the event did not lead to health consequences for the patient, finally.